Manufacturer narrative:
Dräger started to obtain relevant information that would enable an investigation. Results will then be provided in a follow-up report.

Event description:
It was reported that drager (B)(4) was contacted by the prosecutor's office in (B)(6) to provide assistance in the investigation of a patient death. At the moment, the only information that was disclosed to us is the set-up of devices used for patient treatment: an anesthesia workstation of type "fabius gs", an adjacent anesthetic gas vaporizer "vapor 2000", an anesthetic gas analyzer of type "scio" and a multiparameter patient monitor "delta". We were requested to provide an assessment if the used devices were in safe condition at the time of event, if the last preventive service and maintenance carried out by a third-party service provider was done properly and if the users have operated, the devices in accordance with their intended use.

Manufacturer narrative:
Dräger was not able to obtain substantial information that would enable a deeper investigation. No device logs were made available. It could not be determined which actions were provided during the last preventive service and maintenance carried out by the third-party service provider involved. The only information that was disclosed to us in comparison to what had been initially reported was that the hospital has placed a repair request at the third-party service provider in regard to the scio patient gas analyzer module; this was done four days prior to the date of event. Dräger is not able to provide a final conclusion on the base of the actual level of available information. Due to lack of data, the potential presence of a device malfunction can neither be confirmed nor denied. For the same reason there is no assessment possible whether or not, the users have operated the devices in accordance with their intended use. For now, dräger closes the file with this report. If new information will be received at a later date which may enable a deeper evaluation, the investigation will be reopened and results will be provided in a supplemental report.

Event description:
Please see initial-report.